Event description:
Related manufacturer report number: 3006705815-2022-14822. It was reported that patient is unable to set their ipg to MRI mode due to invalid impedances on their lead. Surgical intervention is pending to address this issue. Note: it is unknown which lead has invalid impedances so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which the leads were explanted.